Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (product code: encr402312, lot number: 9518158) was advanced to the target position and began to release, but the distal markers converged and the stent could not be opened. The physician retracted the stent and switched to a new one to continue the surgery, without replacing the unspecified microcatheter. When the galaxy g3 xsft 3mm x 8cm coil (product code: glx120308, lot number: 0152503s) was used to fill the target site, it could not be rotated as expected; upon retraction, the coil was found to be unraveled and stretched. The physician replaced the coil to complete the procedure, and the coil microcatheter was not replaced. There was no reported patient consequence or involvement, and no observable clinical symptoms.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported, via a healthcare professional, during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (product code encr402312, lot number 9518158) was advanced to the target position and began to release, but the distal markers converged and the stent could not be opened. The physician retracted the stent and switched to a new one to continue the surgery, without replacing the unspecified microcatheter. When the galaxy g3 xsft 3mm x 8cm coil (product code glx120308, lot number 0152503s) was used to fill the target site, it could not be rotated as expected; upon retraction, the coil was found to be unraveled and stretched. The physician replaced the coil to complete the procedure, and the coil microcatheter was not replaced. There was no reported patient consequence or involvement, and no observable clinical symptoms. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the stent was returned already detached from the unit. The introducer and the delivery wire were returned in good condition. The stent component was inspected under a microscope and no abnormalities were found on it (i.e. No broken struts, no kinks). Both of the stent ends were noted to be completely expanded. The customer complaint regarding stent marker bands converging was not confirmed since the stent was noted as already expanding on both ends and no damages were found during the inspection. It is possible that the marker bands may have converged together but opposed to the vessel wall during the procedure. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. The stent detachment was not originally reported in the complaint, therefore, the exact time when this condition occurred cannot be determined. This condition is not considered related to the reported issue. Lake region medical did review the device history records related to the manufacturing, inspecting and packaging of the lot 9518158. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.